Event description:
It was reported that the device had a leak at the blue tip of the syringe and blood came out when pressed. The reporter stated that it was unhygienic, preventing the product from being used. There was no patient harm / adverse event.

Manufacturer narrative:
E1: initial reporter's phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.